Event description:
A customer contacted beckman coulter inc. (Bci) regarding low cartridge chemistry (cc) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The low results were reported out of the lab. The specimens were re-tested and amended reports were issued. The customer indicated that they are not aware of any consequences to any of the patients.

Manufacturer narrative:
Specimens were all serum, some were slightly icteric. Qc was within range, except for one low result for mg and one suppressed result for phs. Customer noted issues with reagent probe and performed cleaning per hotline recommendations. The problem persisted and a field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. The fse conducted performance testing and all results passed. Upon recur, the hardware failures could cause erroneous results on any or all cartridge chemistries (cc), including pivotal chemistries. Treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A malfunction will be assumed for the purpose of this report.